Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): the UDI is unknown because the part number and lot number were not provided. There was no reported device malfunction and the product was not returned. The electronic lot history record (lhr) review and similar incident query for this product was not performed because the part and lot number were not reported and the product was not returned for analysis. The reported patient effect of hypersensitivity is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an unknown xience xpedition was implanted and only a few days later the patient returned with severe skin lesions. It is suspected that the lesions are an allergic reaction to the everolimus drug. No additional information was provided.